Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional data: b.5., d.7., d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified: one opening linear on the posterior, crease fold, broken on the plug strap and missing the plug strap (0-25%). Leak test and microscopic analysis was performed which identified: one opening sharp on the posterior, non-penetrating nick and broken sharp on the plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - one sharp opening on the posterior assessed as an unidentified (tear) opening. - a sharp broken on the plug strap assessed as an unidentified (tear) opening. - missing the plug strap due to inconclusive.

Event description:
Device has been explanted.